Event description:
Pt was undergoing a cardiac cath and during the second contrast injection, air was introduced into the coronary artery. The pt experienced bradycardia and hypotension, which necessitated the placement of a temporary pacemaker and iabp. It was speculated that the source of air could have come from a faulty manifold or hemostatic valve, although the physician could not conclusively determine that fact.